Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ connecta leaked and the stopcock disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of no flow or reduced flow of fluids (5), leakage (43), stopcock inadvertently disconnects from the mating component (54), tubing disconnects from stopcock (1), tubing kinked (1), and unable to disconnect stopcock (3).